Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies hemorrhage and aneurysm rupture as potential complications associated with use of the device.

Event description:
It was reported that patient enrolled in the clever clinical study was treated for a ruptured aneurysm of the posterior communicating artery (pca) with a web sl 17 device. After deployment of the web device, the angiographic control detected extravasation of contrast agent. The CT showed extravasation in the interpedicular cistern without intra parenchymal hematoma nor hydrocephalus or intra ventricular hemorrhage. According to the description provided by the site, the event is not serious and without clinical impact. Balloon hyperform was performed for treatment and it resolved without sequelae on (B)(6) 2021.